Event description:
It was reported that the patient underwent an anterior cervical discectomy with fusion (acdf) at c5-6 and c6-7 using rhbmp-2. Just a few days post-surgery, the patient had trouble breathing, speaking, and swallowing. Over time, the patient's symptoms became chronic, including significant pain, inflammation, neuro-inflammation, back spasms, hypertension, worsening osteoarthritis and a compromised immune system. The patient developed an abnormal, impossibly thick, large, and extremely hard abdominal seroma which was removed. Before its removal, the seroma measured over 19x22cm, "enveloped by a very odd, thick rind and surrounded by tremendous inflammation".

Manufacturer narrative:
Implant date: 2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.